Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Analysis of programming history.

Event description:
It was reported by a neurosurgeon that a vns pt's devices were explanted; however, the explant reason was not provided. The lead and generator were returned to the manufacturer and product analyses were completed. During the lead analysis, an anomaly was observed with the lead. Scanning electron microscopy (sem) was performed on the connector ring quadfilar coil break and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. It appeared that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. During the generator analysis, the generator performed according to functional specifications of the manufacturer. No elective replacement indicator flags were observed during testing. There was no condition noted during the product analysis eval that would suggest any anomaly with the device. During the review of programming history, it was noticed that pt had high lead impedance on (B)(6) 2005. Good faith attempts to obtain more info regarding pt's explant reason has been unsuccessful to date.